Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced 7 infusions set tube leakage at site event on (B)(6) 2024. Infusion set has been used for 1 to 1.5 days. The blood glucose level was high. Therefore, patient was treated with correction injection via IV bolus. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.